Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that upon interrogation the device stated six years remaining longevity. It was noted that four months early the device indicated nine and a half years remaining longevity. The patient had 12 atrial tachy response (atr) events and was 34 percent atrial paced. Boston scientific technical services (ts) was consulted and discussed that atrial arrhythmia can cause these kinds of drops in longevity, however the numbers given don't correlate with the decrease in longevity. Thus it was recommended that the device's memory be saved to a disk and sent in for review. To date no disk has been received and the device remains in service. It was noted that the data would be collected at the patient's next scheduled follow-up visit six months later. No adverse patient effects were reported.